Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction where the omnipod adhesive was worn. The patient reports that the pod was worn on the arm for longer than 48 hours. The patient reports onset of itching and redness approximately 24 hours after pod application, followed by development of raised bumps and scarring after pod removal. The patient reports these symptoms have been occurring for several weeks.